Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6); reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a04 capture the reportable event of tip damaged defective. Imdrf device code a15 capture the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of an additional device required to retrieve the stent. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of tip damaged defective and stent partially deployed. Only the stent was returned for analysis and without proper evaluation of the complete device, it is unknown if the reported events were due to the technique used during the procedure, anatomical conditions or related to device malfunction. The investigation concluded that the additional observed event of stent unraveled material was mmst likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an ultraflex tracheobronchial stent was returned for analysis. The delivery system was not returned. Visual inspection found that the stent was unraveled. No other damage was found on the returned stent. Risk review: a risk review was completed and confirmed that the reported event of stent partially deployed, tip damaged defective, and additional device required were defined in the risk documentation. These event types has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information and findings from the device evaluation, the most probable cause selected is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted in the left main bronchus to treat malignant stenosis of left main bronchus during a fiberoptic bronchoscopy and stent placement procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the physician pulled the wire to deploy the stent; however, the front end of the stent suddenly kinked and got stuck in the middle lobe of the left main bronchus and the wire could not be pulled to deploy the stent. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. ***additional information received on 20oct2025: it was later clarified that the stent was partially deployed and it was removed from the patient using forceps and together with the deliver system.

Manufacturer narrative:
Block e1: initial reported facility name: (B)(6). Block h6: imdrf device code a04 capture the reportable event of tip damaged defective.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted in the left main bronchus to treat stenosis of left main bronchus during a fiberoptic bronchoscopy and stent placement procedure performed on (B)(6) 2025. During the procedure, the physician pulled the wire to deploy the stent; however, the front end of the stent suddenly kinked and got stuck in the middle lobe of the left main bronchus and the wire could not be pulled to deploy the stent. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was to be implanted in the left main bronchus to treat malignant stenosis of left main bronchus during a fiberoptic bronchoscopy and stent placement procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the physician pulled the wire to deploy the stent; however, the front end of the stent suddenly kinked and got stuck in the middle lobe of the left main bronchus and the wire could not be pulled to deploy the stent. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event. Additional information received on 20oct2025: it was later clarified that the stent was partially deployed, and it was removed from the patient using forceps and together with the deliver system.

Manufacturer narrative:
Block a1 has been corrected. Blocks b1, b2, b5, e1 (initial reporter fax), and h6 (impact codes and device codes) have been updated. Block e1: initial reporter facility name: (B)(6) hospital; reported here as it exceeded the maximum character limit of the designated field. Block h6: imdrf device code a04 capture the reportable event of tip damaged defective. Imdrf device code a15 capture the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of an additional device required to retrieve the stent.